Event description:
This lead was implanted on (B)(6) 2007 and capped on (B)(6) 2014 due to a recall advisory. The physician was dr. (B)(6) at (B)(6) medical center at the (B)(6) university in columbus oh. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).